Event description:
It was reported that one of the screws used to secure the patient's internal device is extruding through the skin and the patient's device has migrated. Device revision surgery has been scheduled.